Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr) is listed in the IFU as a known possible complication associated with mitraclip procedures. Based on the available information, the cause for difficult or delayed positioning (leaflet grasping) is challenging patient anatomy. A cause for the incomplete coaptation/slda could not be determined. The reported unchanged mr appears to be a cascading effect of the slda. The reported additional therapy/non-surgical treatment (addl mitraclip same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced, leaflet grasping was difficult, due the short posterior mitral leaflet. The clip was repositioned in a2/p2, eventually the leaflets were grasped, and the clip was implanted. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. A second clip was advanced in an attempt to stabilize the slda clip, but the leaflets could not be grasped. The clip was not implanted and was removed. No additional clips were attempted. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.